Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was not provided. Customer was advised to disconnect from the device. The device was not dropped, bumped, or exposed to moisture. Customer tried to different batteries from a new back and display did return. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.